Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the stimulator had shifted. It was noted the shifting may be due to weight loss.